Manufacturer narrative:
Device evaluation: product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this production order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's eye as the patient didn't have the result she wanted. The date of onset of patient complaint/symptoms was not provided. There was no patient injury reported. No further information was provided.